Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and the lead body. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to poor threshold even the position was changed more than ten times. The protrusion and retraction of the helix became worse, and the helix part was bent at a slight angle and could not be retracted when tried to be removed. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to poor threshold even the position was changed more than ten times. The protrusion and retraction of the helix became worse, and the helix part was bent at a slight angle and could not be retracted when tried to be removed. A new lead with the same model was implanted. No adverse patient effects were reported.